Manufacturer narrative:
Lot number not available as the part has not been returned. Device MFR date is dependent on lot number and the part has not been returned. Part not returned to MFR.

Event description:
A medtronic rep received a report from the site that a surgeon had ruined their solera 4.75mm reduction driver, instrument is bent or broken. The surgeon successfully completed the surgeon. There was no impact on the pt outcome.